Event description:
It was reported that insulin leaked past both o-rings of the reservoir. Nothing further was reported.

Manufacturer narrative:
The reservoir was returned without the plunger or stopper, so a complete analysis could not be performed. The barrel was checked for anomalies and none were found.